Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that a warning power on reset was seen when the patient went to charge their implantable neurostimulator (ins). The por code could not be cleared. The patient had already informed their health care professional (hcp) and was given the number for a manufacturer representative. This had occurred on (B)(6) 2017. There were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the power on reset was seen when the patient went to do their weekly charge session. It was reported that there were no related symptoms to the por message showing up. The patient had not used their stimulator for 2 years because their back pain was gone. It was noted that the patient kept the device charged just in case. The por was able to be cleared. Patient weight information was provided. No further complications were reported.